Event description:
Aortic cannula was defective. Wire reinforcement was exposed and bent out near the insertion end. This would have been dangerous to insert into a patient. This was noticed by the surgeon prior to insertion. New cannula was handed up and case proceeded. Optisite arterial perfusion cannula 16 fr, sequestered in pumproom. Exposed wire that was bent outward. It was on the insertion end of the cannula. Manufacturer response for aortic / arterial cannula optisite, optisite arterial perfusion cannula (per site reporter). We provided manufacturer 8 additional unused cannula to evaluate for same problem.